Event description:
On 08/19/2022, it was reported by a sales representative via sems that an ar-5400-02 glenoid targeter handle and an ar-5400-01 glenoid targeter shaft had an issue. During an unspecified procedure, the ar-5400-01 glenoid targeter shaft slot a would not allow the arm to slide in, and the ar-5400-02 glenoid targeter handle would not allow the arm to slide into the a slot. This was discovered during use with no impact to the patient. Additional information was requested. On 08/31/2022, the sales representative stated the following information via phone: this event occurred during a reverse total shoulder procedure on (B)(6) 2022. The surgeon used a hemostat to guide the device into the a slot, and both devices then were used to complete the case successfully with no impact to the patient. These instruments could not be used anymore after the completion of the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.